Event description:
A doctor reported corneal haze and more than expected myopic shift in a patients left eye one month post lasik. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the right eye.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause is unknown. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).